Event description:
User reported a burning smell from the device. There was no patient or operator harm.

Manufacturer narrative:
Investigation could not replicate or confirm fault. History logs did not show evidence of high current values and the hardware did not show signed of damaged, frayed, or short-circuit connections. Device passed all testing and functions as expected.